Manufacturer narrative:
Product ID: 8583, lot# n168072, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that the empty reservoir alarm had occurred on (B)(6). It was unknown if the patient had missed a refill date. The patient had not experienced any symptoms of withdrawal. The system was delivering lioresal. It was reported that the pump had been refilled just prior to report. The infusion rate was also increased by five percent. It was stated that the patient had not experienced any constitutional symptoms.